Manufacturer narrative:
This report is submitted on july 26, 2022.

Event description:
Per the clinic, the patient experienced scalp inflammation. The abutment was removed on (B)(6) 2022, under general anaesthesia and the patient was treated with topical and IV antibiotics. The implanted device remains.